Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0695, awareness date 18-aug-2015). It refers to an adult female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in (B)(6) 2012. Consumer reported she was a (B)(6) mother of 4 children. After the birth of her last two kids (unplanned spontaneous twins), she was certain that her family was complete, and she wanted permanent contraception. At the suggestion of her ob/gyn (obstetrician gynecologist), she had the essure devices placed in may of 2012. Over the next few years, she progressively began experiencing adverse side effects. These effects include significant weight gain (40 lbs in approximately 11 months), severe bloating, frequent headaches, recurrent migraines, widespread joint pain, difficulty concentrating, extreme fatigue, malaise, chronic inflammation, restless leg syndrome, recurrent urinary tract infections, infections of the gums, hair loss, vitamin d deficiency, iron deficiency anemia, skin rashes, pelvic pain, irregular menstrual cycles, heavy periods with significant clotting, ovulation pain, and pain during intercourse. In just the last year, the issues worsened considerably. She went to her primary doctor in (B)(6) of 2014. She ordered multiple blood tests that all came back with normal results. She also ordered a pelvic ultrasound to check for the presence of ovarian cysts or other pelvic abnormality, and found nothing. Her symptoms continued to worsen, but her doctor did not seem concerned. She indicated vaguely that her age (B)(6) may be the cause of her issues, that perhaps she was beginning early menopause, and essentially dismissed me. She felt lost, confused, and hopeless. Her quality of life began to decline, and she began showing signs of depression. She missed a period last may and became increasingly concerned about possible pregnancy. In (B)(6) she met with the ob/ gyn that had placed the essure to discuss removal of the devices. On (B)(6) 2015 she had a robotic laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy. She is still quite early in the recovery process, but in addition to the obvious improvements associated with the reproductive system, the joint pain in her hands and knees has already diminished, she had lost 10lbs, the bloating is gone, her head is clearer and her memory better. She is optimistic that her health will continue to improve now that the toxic devices are out of her body. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. It was reported that over the next few years after essure insertion, she experienced this event. Consumer had a robotic laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy performed. Given its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, another serious event (unrelated) and several non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result was received on 11-sep-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. It was reported that over the next few years after essure insertion, she experienced this event. Consumer had a robotic laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy performed. Given its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, another serious event (unrelated) and several non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.